Event description:
After inserting the IV into the patient's forearm, while holding the butterfly portion of the IV, I went to pull the needle back and it poked through the tubing. I then discontinued the IV.